Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was stepped on and the touch screen became shattered and unresponsive. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.